Manufacturer narrative:
Pump was received with blank display due to corroded electronic assembly. Unit had corroded motor home switch. No moisture damage on keypad traces or under lcd screen noted. Unit had cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump is cracked underneath the pump and there is condensation under the center of the display screen. The customer's blood glucose reading was 160 to 170 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.